Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test". The patient's concurrent conditions included obesity, uterine disorder, adenomyosis and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joint pain all over body, knee pain"). In 2015, the patient experienced weight fluctuation ("weight gain / loss specify which one: weight fluctuation "). In 2016, the patient experienced headache ("headaches"), migraine ("migraine") and fatigue ("fatigue"). In 2018, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), pelvic adhesions ("adhesions"), scar ("scarring") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic adhesions, headache, migraine, fatigue, weight increased, scar, vaginal discharge, weight fluctuation and back pain outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the arthralgia was resolving. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, scar, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2013, 2014. The plantiff states that, she received treatment for dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, device dislocation, migraine, headache, fatigue, weight increased, pelvic adhesions, scar. The plantiff states that, she has been taking hormones. Insertion details, specify- into the right tubal ostia revealing four essure coils within the endometrial. Into the left tubal ostia three coils were noted within the endometrial. Discrepancy noted in insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.4 kg/sqm. Pathology test - on (B)(6) 2018: sectioning of the fimbriated tubes reveals pinpoint lumens and an essure coil device in each tube. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: mr received. Reporters information were added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test". The patient's concurrent conditions included obesity, uterine disorder, adenomyosis and menometrorrhagia. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joint pain all over body, knee pain"). In 2015, the patient experienced weight fluctuation ("weight gain / loss specify which one: weight fluctuation "). In 2016, the patient experienced headache ("headaches"), migraine ("migraine") and fatigue ("fatigue"). In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), pelvic adhesions ("adhesions"), scar ("scarring") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pelvic adhesions, headache, migraine, fatigue, weight increased, scar, vaginal discharge, weight fluctuation and back pain outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the arthralgia was resolving. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, scar, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2013, 2014. The plaintiff states that, she received treatment for dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, device dislocation, migraine, headache, fatigue, weight increased, pelvic adhesions, scar. The plaintiff states that, she has been taking hormones. Insertion details, specify- into the right tubal ostia revealing four essure coils within the endometrial. Into the left tubal ostia three coils were noted within the endometrial diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.4 kg/sqm. Pathology test - on (B)(6)2018: sectioning of the fimbriated tubes reveals pinpoint lumens and an essure coil device in each tube. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new [pfs + mr received- new events added: vaginal discharge, abnormal bleeding vaginal, joint pain, knee pain, weight fluctuations, lower back pain. Outcome of events pain from unknown to recovering/resolving and event bleeding from unknown to recovered/resolved were updated. Reporters information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 627076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t go essure confirmation test". The patient's concurrent conditions included obesity, uterine disorder, adenomyosis and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joint pain all over body, knee pain"). In 2015, the patient experienced weight fluctuation ("weight gain / loss specify which one: weight fluctuation "). In 2016, the patient experienced headache ("headaches"), migraine ("migraine") and fatigue ("fatigue"). In 2018, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), pelvic adhesions ("adhesions"), scar ("scarring") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic adhesions, headache, migraine, fatigue, weight increased, scar, vaginal discharge, weight fluctuation and back pain outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the arthralgia was resolving. The reporter considered abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, scar, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013, 2014. The plaintiff states that, she received treatment for dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, device dislocation, migraine, headache, fatigue, weight increased, pelvic adhesions, scar. The plaintiff states that, she has been taking hormones. Insertion details, specify- into the right tubal ostia revealing four essure coils within the endometrial. Into the left tubal ostia three coils were noted within the endometrial. Discrepancy noted in insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.4 kg/sqm. Pathology test - on (B)(6) 2018: sectioning of the fimbriated tubes reveals pinpoint lumens and an essure coil device in each tube. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ menorrhagia, pelvic pain. Lot number: 627076 manufacturing date: 2008/04 expiration date: 2010/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic adhesions ("adhesions"), headache ("headaches"), migraine ("migraine"), fatigue ("fatigue") and scar ("scarring") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic adhesions, headache, migraine, fatigue, weight increased and scar outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain, scar and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013, 2014. The plantiff states that, she received treatment for dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, device dislocation, migraine, headache, fatigue, weight increased, pelvic adhesions, scar. The plantiff states that, she has been taking hormones. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event of ¿ injury¿ was replaced with event of pelvic pain. Additional events added- dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, device dislocation, migraine, headache, fatigue, weight increased, pelvic adhesions and scar. Outcome of the events ¿dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia¿ were added as ¿recovered/resolved¿. Insertion date was updated. Removal date was added. Reporter information, patient details, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.